Manufacturer narrative:
(B)(4).

Event description:
Procedure type: breast reconstruction with left diep free flap. According to the reporter: clip fired misformed clips multiple times; tore vessel causing extra bleeding. Used multiple new devices. There was tissue damage (torn vessel). The clips appeared to be round (open) instead of flat (closed). Surgery time was delayed by more than 30 minutes. There was no unanticipated tissue loss of 500cc or more. No device fragment fell into the pt no reinforcement material was used. The instrument did not fail to fire.